Event description:
Allegedly the siderail gave way when a pt pulled on it. It was found that the crimpled end of a cable was pulled out of a cable housing which prevented the siderail from locking. No injury resulted from this alleged incident.